Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported ventilator was investigated on-site by the third-party. Pre-use check test failure and error message "system capacity excessive" were reported. Traces of liquid contamination inside the filter's chamber of the air gas module were found. The air gas module was repaired by third party. The ventilator passed all functional and safety tests and was cleared for clinical use. Device's logs were not provided. The air gas module regulate the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification, as the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's external compressor. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator generated and error indicating safety valve failure. There was no patient harm. Manufacturer's ref. #: (B)(4).